Manufacturer narrative:
This report is in response to medwatch report (mw5074994) submitted to the FDA medwatch program, (B)(6) 2018, by (B)(6), patient of (B)(6) spa, (B)(6). (B)(6) contacted cutera on (B)(6) 2018 to discuss her clinical experience and make cutera aware that she had submitted an adverse event report to the FDA because the treatment area developed blisters after a 532 nm laser tattoo removal treatment. The date of the laser tattoo removal treatment was (B)(6) 2017. Patient report that she received "4 prior laser tattoo treatments" with "no progress" in reducing the tattoo ink color. On the 5th treatment, the clinician "adjusted the treatment settings". The patient was treated for tattoos on the "back, abdomen, right foot and left ankle". The post treatment care was "aquaphor" (over-the-counter petrolatum ointment) and "non-stick dressing". The right foot tattoo developed blisters 1 - 2 hours after the treatment and the patient returned to (B)(6) spa. (B)(6) spa did not change the post care instructions (aquaphore and non-stick dressing). Blisters are a common and expected short term side effect after a laser tattoo treatment. Later in the day, (B)(6) 2017, the patient went to an urgent care/same day care clinic for evaluation of the right foot blisters. The urgent care clinic diagnosed the blisters as "second degree burn of right foot". The medical care provided was an oral antibiotic for 10 days, topical antibiotic for 10 days, non-prescription oral pain medication as needed x 10 days, silver sulfadiazine topical ointment for wound care x 14 days. The patient sent a photo to cutera of the right foot condition dated (B)(6) 2018, the skin is fully healed. The patient medwatch report (mw5074994) states the patient had a "kidney infection" and on the "verge of kidney stenosis caused from the ink passing through my kidneys". The medwatch report (mw5074994) information is inconsistent with the information provided by the patient to cutera. The patient submitted the following report to cutera about the events leading up to the "kidney infection" on (B)(6) 2017 - patient report she had "lower back pain"..."but didn't pay attention" - patient did not seek medical treatment. On (B)(6) 2017 : "flu-like symptoms" - patient did not seek medical treatment and was unable to identify specific physical symptoms and only characterized her feeling as "flu-like". On (B)(6) 2017: "kidney infection" that was unconfirmed by a routine urine culture. The patient report that she believes she developed a "kidney infection" in (B)(6) 2017 caused by the laser tattoo treatment she received (B)(6) 2017. The patient provided a copy of a "routine urine culture" report that is dated (B)(6) 2017. The final result of the report is "mixed urogenital flora, less than 10,000 colonies/ml" . The patient did not receive medical care based on the urine culture. The urine culture result of "mixed urogential flora, less than 10,000 colonies/ml" is consistent with contamination of the urine sample during collection. A "kidney infection" after a laser tattoo removal treatment is not a known or expected side effect of laser tattoo removal treatments. The treated tattoo ink is removed through transepidermal elimination, rephagocytosed by dermal macrophatges or eliminated through lymphatic drainage. Cutera has contacted the (B)(6) spa about the clinical incident report. The clinic reports that there are no performance issues with the enlighten laser and have not requested service on the laser system. Medwatch mw5074994.

Event description:
On (B)(6) 2018: patient report to cutera that the treatment area developed 2nd degree burn (blisters) after a tattoo removal treatment on right foot on (B)(6) 2017. The blisters were evaluated by same day care/urgent care facility. The patient was given wound care instructions and prescriptions for oral and topical antibiotics. The treated skin healed by epidermal regeneration with no residual scars(see attached photo dated (B)(6) 2018). Blisters are a well known and expected temporary side effect of laser tattoo removal treatments. Blisters may occur in the presence of therapeutic settings and when the device is as intended. There is not a device performance complaint associated with the clinical incident and the device owner/operator has denied device performance issues.